Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant, during the procedure when the stent was attempted to be deployed, the guide catheter detached from the delivery system causing the stent to be smashed/deformed. The stent failed to deploy. The entire stent and delivery system were successfully removed as one unit, however, the guide catheter was still lodged inside the stent upon removal. No pieces of the device had detached inside the patient. It is likely that the device caught on the elevator of the scope during advancement. The procedure was completed with another advanix¿ biliary stent. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant, during the procedure when the stent was attempted to be deployed, the guide catheter detached from the delivery system causing the stent to be smashed/deformed. The stent failed to deploy. The entire stent and delivery system were successfully removed as one unit, however, the guide catheter was still lodged inside the stent upon removal. No pieces of the device had detached inside the patient. It is likely that the device caught on the elevator of the scope during advancement. The procedure was completed with another advanix¿ biliary stent. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Reported event of stent damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The stent was received loaded on the detached guide catheter of the delivery system used in the same procedure. The stent was unloaded from the guide catheter. Visual evaluation revealed that the stent was kinked in several locations throughout and the proximal tip was deformed from being crushed against distal tip of push catheter. A functional evaluation was not performed because the delivery system was not functional. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks and bends in the device, resulting in difficulty deploying the stent. Efforts to deploy the stent could cause deformation of the stent. Force to deploy the stent could ultimately cause the guide catheter to detach. Therefore the most probable root cause is ¿operational context¿. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.